Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) was not returned. Since the reported product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the item number. No pre-existing conditions were noted on the per, the patient has unknown bone density. The reported device was used for an unknown duration. Pictures or x-ray images were not provided. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/ hhe/d/ie/product holds for the reported device related to the reported event. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. A definitive cause could not be identified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Device was not returned.

Event description:
It was reported that a screw (iunihg) fractured inside the implant. Implant remains implanted.